Event description:
It was reported that the user dropped the ilet device, resulting in a cracked screen with half of the touchscreen unresponsive, and the user transitioned to backup therapy. Symptoms included no reported clinical effects. Outcomes included no reported impact on daily activities beyond device usability. Investigation included troubleshooting and user education. Investigation of this case revealed physical damage to the display consistent with user-induced impact, with loss of touchscreen function in the damaged area. It was concluded, based on previously established findings for similar reports, that the cause was device handling leading to mechanical damage.